Manufacturer narrative:
(B)(4). Customer has indicated that the product discarded will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was discovered over the past two months five (5) units of 2nd assist knee positioners have had holes in the sterile packaging near the corner. The hospital tech explained these were found prior to a procedure upon inspection. All units were discarded.